Event description:
This emdr is being submitted for an unknown number of dressings with known lot and reference number from unknown market unit boxes. The distributor reported foreign matter inside the primary package of dressing. The device was not used on patient. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Device 1 of 2. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant phone: (B)(6). Complainant country: korea, republic of. Name of affiliation : (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.